Event description:
Mityvac vacuum device was being used for an assiated vaginal delivery. The resident requested that the suction be released. The nurse pulled the release and the indicator registered zero. The resident reported that there was still suction on the scalp. Nurse pulled the tubing off the pump. Rushing air was heard indicating that the suction was still present when gauge indicated zero. The suction cup came off the scalp immediately. There was no apparent pt injury.